Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases, both bail covers and the battery drawer were broken, the battery release was contaminated, the battery contacts were compressed, the keyboard was scratched and the battery drawer needed an o-ring. (B)(4).